Manufacturer narrative:
The large needle driver has been returned and evaluated by the failure analysis team. The instrument was found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.98 mm. The grips were not found to be cracked. The finding is related to the customer complaint. Additionally, the instrument was found to have a broken carbide insert on one grip. The carbide insert was returned, and the missing pieces are smaller and difficult to be measured in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the broken insert carbide. The carbide seats on the tips of the instrument and one of the instrument¿s tips itself is severely bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that the large needle driver had a bent jaw. There was no report of patient involvement or no reported injury.